Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during rotator cuff repair with lateral healix advance selfpunch biocomposite anchor 4.9mm. During screw in the anchor, it has broken. The dilator peek has gone in smoothly but with the first threads the anchor has gone. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, the observation revelated that the anchor was broken, and it was not attached on the device; therefore, this complaint can be confirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. No additional information was provided about details of the procedure; therefore, a definitive root cause could not be determined. Hands on analysis should provide the evidence necessary to confirm the root cause. The possible root cause can be associated with off axis insertion and levering during insertion. Moreover, excessive force on the inserter could have resulted damage the anchor. However, it cannot be conclusively affirmed. As per IFU, inserting the awl less than the specified depth, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. Also, it is important to do not apply a bending force to the inserter, this can damage the anchor or inserter tip. Ensure that anchor is inserted axially to the bone hole (limit off-axis insertion). At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the 4.9mm healix advance sp biocomposite anchor device broke during insertion. According to the report, the dilator peek had gone in smoothly but with the first threads the anchor has gone. Another like device was used to complete the procedure with a delay of 10 minutes. There were no adverse patient consequences reported. No additional information was provided.